Manufacturer narrative:
The account's maintenance replaced the foot siderail to repair the bed.

Event description:
The account's maintenance stated the foot side rail mounting screws have bulled from the siderail.